Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an appropriate burst of anti-tachycardia pacing (atp) and the rhythm was then accelerated to ventricular fibrillation (vf). The patient then received an electric shock to convert the arrhythmia. Technical services (ts) reviewed the device data and discussed there are also atrial tachy response (atr) episodes where it is possible it is not true atrial originated tachycardia. Further recommendations and considerations were provided. The device remains in service. No additional adverse patient effects were reported.